Event description:
It was reported that the left ventricular (lv) lead was exhibiting out-of-range impedance due to fracture. The lead was capped and r eplaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg crt-d implanted 2012-(B)(6). (B)(4).